Manufacturer narrative:
The unit alarmed motor error during basic occlusion test and compromised force sensor system alarmed during prime test at 4lbs due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The unit had a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4)

Event description:
The customer called in to report a motor error alarm and the insulin pump was still working. Customer was able to complete the rewind sequence. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.